Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿small fiber and hair¿ was found in the barrel of the bd plastipak¿ 20 ml syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample of 20 ml ll without blister was received for evaluation by our quality team. Upon visual inspection of the sample received, our quality team verified a hair inside the syringe, on the stopper. A device history record review found no non-conformances associated with this issue during production of this batch. The root cause was determined to have occurred during the manufacturing process due to exposure of operator/personnel not following the protective clothes rules and appropriate personnel have been notified. Manufacturing area for 20ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-covers, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure (ha-012). This defect is due to the operator not following the protective clothes rules. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.